Manufacturer narrative:
Company rep evaluated the system. Corrections included replacing system's wireless transceiver power supply and cpu coin battery. System was safety tested to factory's specifications.

Event description:
Customer reported an issue with panorama central station's server overheating, which may have affected telemetry monitoring. No pt injury was reported.